Manufacturer narrative:
The account stated the lift has been returned into general use. No malfunction could be found on the unit. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the (B)(6) adverse incident centre alleging an event occurred on a liko sabina sit-to-stand lift. According to the report, the patient fell from a sabina lift and sling twice. Each time the ambulance service arrived, the client declined hospital assessment. The following day, the client became ill and was admitted to the hospital where a fracture/dislocation of the shoulder was diagnosed. During surgery, the client became worse and subsequently died. The two incidents were not reported to the competent authority at the time of the incidents. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The incident occurred in a private residence in (B)(6) 2015. Hill-rom is dispatching a technician to attempt to investigate the lift to determine if a malfunction occurred. Both the sabina sit to stand lift and the patient sling were in used beyond their labeled useful life. If any additional relevant information is identified from the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the (B)(6) adverse incident centre alleging an event occurred on a liko sabina sit-to-stand lift. According to the report, the patient fell from a sabina lift and sling twice. Each time the ambulance service arrived, the client declined hospital assessment. The following day, the client became ill and was admitted to the hospital where a fracture/dislocation of the shoulder was diagnosed. During surgery, the client became worse and subsequently died. The two incidents were not reported to the competent authority at the time of the incidents. This report was filed in our complaint handling system as (B)(4).